Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with epithelial cell ingrowth in left eye at the 3 month post treatment visit. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of left eye blurrier vision than right eye. Bcva from (B)(6) 2014: right eye pre-op 20/20 -7.5 x -.50 x 115; left eye pre-op 20/20 -6.75 x 00 x 90. Bcva from (B)(6) 2014 right eye post op 20/20 00 x -.75 x 80; left eye post op 20/20 1.00 x -1.75 x 92. It was reported patient had flap lift and rinse performed. Patient reported symptoms are not interfering with daily activities.

Manufacturer narrative:
The date of the post op bcva is (B)(6) 2015.